Event description:
Additional information was received from the initial reporter confirming that the cause for the initial device return was for routine maintenance. This event had no patient involvement.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5 & h6. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. The likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit had been insufficiently reprocessed as foreign material was found inside the forceps elevator. Additionally, both cylinders were lacking color. The damage to the unit¿s wires pulled multiple functions outside of specification. The light guide was cracked, and the left arm had corrosion present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus evis exera ii duodenovideoscope for an unspecified reason. There was no patient harm associated with the reason for the device¿s return. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found inside the forceps elevator. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.